Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The affected product was not available for laboratory investigation of maquet cardiopulmonary. Thus a technical investigation was not possible. A device history review (DHR) was performed by the manufacturer of the affected cannula and the DHR does not show any abnormality or issue that is related or can have led to the customer complaint. Production related influences are unlikely. Maquet cardiopulmonary performed a medical review of the provided complaint datas with the following outcome: although the actual cannula was not retained for inspection, the provided image of the sample cannula, and the associated email correspondence provided the important sequence of events that contributed to the event described in this complaint. The primary most probable cause is likely attributable to the method and location of suturing and retaining the catheter in the wire reinforced area of the cannula, as opposed to the hardened connectors. A secondary most probable cause includes a combination of mobilization, which would naturally accelerate the erosion and torsion place on the cannula wall as a result of suture misplacement. Based on the fact that the product was not available for investigation an exact root cause of the reported event could not be determined. Based on the investigation results the reported failure "cannula cracked and entrained air into pump" could be confirmed but was most probable not attributed by a product related malfunction. According to the IFU bi-caval dual lume catheter g-158 04 the following measures should be considered / followed: section 5.2. Safety instructions mechanical forces may act on the components during the application. This can lead to blood loss, embolisms and inadequate patient support. Secure all connections. Avoid excessive tension and check the integrity and leak-tightness of the components immediately. Section 7 application 12 connect the catheter to the tubing set. Warning! Position the catheter so that it cannot be kinked. Warning! Do not suture the catheter to the wire-reinforced sections. A suture tied directly around the wire-reinforced section or bifurcation can cut, kink, or damage the catheter. 13 secure the catheter to the patient around the rigid connectors. Fix the catheter to the concave area of the rigid connector piece. Suture the catheter on with a suitable suture material and a suitable fixing technique. Avoid the lumen of the catheter becoming constrained due to the tensile force of the thread. In doing so, ensure that the catheter does not kink at the puncture site. 14 during use, continuously monitor the entire extracorporeal system. Warning! Ensure that the catheter is not damaged during care of the insertion site and that the position of the catheter is not altered. In order to avoid the reoccurrence of the reported event the ssu (sales and service unit) will inform the user about the investigation results and the above mentioned sections of the IFU. The occurrence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation of the manufacturer is still pending.

Event description:
It was reported that on (B)(6) a patient with a 27fr avalon cannula that cracked and entrained air. Required an emergency circuit change and cannula change. Patient did well. It was placed on (B)(6) 2021 and was replaced on (B)(6). They did not save the cannula when it was removed. Patient was mobile (bed to chair). Complaint ID: (B)(4).